Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the reporter for further investigation. Further clarification was provided by the reporter (patient) that this was not a intended to be a complaint. The reporter wanted to query if it was possible that the body may be rejecting the implanted lens. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, vision was clearer but after one week, it turned foggy and the eye constantly segregates clear tears, which contributed to making blurred vision. Doctors prescribed nonsteroidal anti-inflammatory drugs and anti-allergic eye drops. Additional information has been requested.

Event description:
Additional information was received stating the initial procedure was cataract extraction with iol implantation and implant eye was right. The doctor's diagnosis was wait more or less 4 months from initial implantation and possibly perform a laser cleaning for adherences.

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.5., and h.6 (FDA patient code). Correction information has been provided in d.4. And h.6. (FDA health impact code). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that, it had been almost three years since the intraocular lens implanted, still the patient was experiencing discomfort. The symptoms that were reported at the time of this report were the same as those at the beginning in (B)(6) 2022, but accentuated by time and vision fatigue. The vision was not clear, it was like glassy and somewhat shiny and the eye did not stop watering significantly, which makes vision more blurred. In night light the phenomenon seemed to decrease a little, but definitely the vision was very poor and affected.